Event description:
Caller reported a malfunction on the pump. Caller¿s blood glucose level did not exceed 500 mg/dl, indicating no adverse impact. Customer technical support provided pump reset information and assisted in resetting the pump, after which the malfunction did not recur. Customer was advised to continue using the pump and to contact support if the issue returns.